Event description:
It was reported that there was a lead warning on the right atrial lead had during interrogation of the implantable pulse generator (ipg). The lead was programmed in a unipolar mode and when using the bipolar option noise artifacts were present during manipulation. It was suspected that there was a defect caused in the area of the subclavian vein. The ipg was programmed in vvi mode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Atrial lead pacing impedance trend stable at approximately 430 ohms, except during beginning of (B)(6) 2015 when impedance varied from 540 ohms to 169 ohms. Atrial lead warning occurred on (B)(6) 2015 and some low impedance pace counts after warning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).